Event description:
On (B)(6) 2024, it was reported by a sales representative via sems- (B)(4) that an ar-9597-10 angled reamer sleeve broke during surgery with no issues in the case and no further information provided. The case this was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 2/12/2024: this was discovered during a rtsa procedure on (B)(6) 2024. Nothing broke inside the patient and the case was not delayed. The case was completed by using a back-up augmented baseplate tray. The lot number is unknown and still stuck in augment reamer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.